Event description:
It was reported that the patient underwent an elective ipg replacement procedure for a magnetic resonance imaging (MRI) conditionality. The patient was doing well postoperatively. The explanted ipg was kept because the doctor wanted to keep it for culture testing.

Event description:
It was reported that the patient underwent an elective ipg replacement procedure for a magnetic resonance imaging (MRI) conditionality. The patient was doing well postoperatively. The explanted ipg was kept because the doctor wanted to keep it for culture testing. Additional information was received that the physician looked a little suspicious with the device but was not overly concerned.